Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was duplicated, the calibration table was found to be corrupted and the serial number was deleted . The module's serial number was reloaded to remedy the reported problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed an "off set self check failure - 1176" message. Complainant indicated that there was no patient involvement in the reported malfunction.